Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the emitter was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The emitter was returned to the manufacturer for evaluation. Testing found that the lemo nut was loose. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Concomitant medical products: other relevant device(s) are: product ID: 9733752, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the lemo connector was damaged on the flat panel emitter. The lemo collar was pulled off. The emitter was still functional with this damage. The suspected cause of the issue was physical damage. There was no patient involved.